Manufacturer narrative:
Pt info unavailable as no pt involved in this concern. Per RMA a replacement spine clamp was sent to site. Per eval of the returned clamp, the keeper ring on the adjustment screw is not tight leaving the clamp face somewhat loose. Otherwise, the clamp is in good condition.

Event description:
Site reported their open spine clamp has a stripped screw. This event did not occur during surgery and no pt was present.